Event description:
It was reported that stent moved on balloon and catheter removal difficulty occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). A 38 x 3.00 promus premier¿ stent was advanced to treat the lesion. However, it was noted that the tip of the device was trapped and unable to cross the lesion . During removal of the device from the patient, the edge of the stent came into contact with the distal tip of the guide catheter and the stent moved distally on the balloon of the delivery system. The physician then attempted to retract the device from the guide catheter but failed, hence, both devices were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon and catheter removal difficulty occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). A 38 x 3.00 promus premier¿ stent was advanced to treat the lesion. However, it was noted that the tip of the device was trapped and unable to cross the lesion . During removal of the device from the patient, the edge of the stent came into contact with the distal tip of the guide catheter and the stent moved distally on the balloon of the delivery system. The physician then attempted to retract the device from the guide catheter but failed, hence, both devices were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The detached stent of the device was also received for analysis. No issues were noted with the profile of the devices tip. The guide catheter involved in the complaint incident was not returned for analysis. The stent struts were badly distorted and misaligned across the length of the stent. It was also noted that the centre of the stent was compressed in its centre. This type of damage is consistent with the stent meeting an obstruction during the withdrawal of the device. There were no issues noted with the profile of the balloon. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The balloon wings were clearly visible and evenly folded indicating the balloon was not subjected to positive pressure. A visual and tactile examination found that the shaft polymer extrusion was severely kinked approximately 3mm distal to the bi-component bond. This type of damage is consistent with the application of excessive force. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).